Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert received revealed that the right atrial (ra) lead exhibited low out of range pacing impedance triggering atrial auto polarity switch. No programming changes or intervention were reported. There were no patient consequences.